Event description:
This mitraclip report is being filed for the thrombus that required intervention. It was reported that during a mitraclip procedure on a patient with degenerative mitral regurgitation grade 4+, the patient was given 7000 units of heparin after the transseptal puncture, but the activated clotting time (act) was at 190. Additional heparin was administered which brought the act to 280 and the steerable guide catheter (sgc) was then advanced to the left atrium. An estimated 15 minutes had lapsed since heparin administration and insertion of the sgc dilator. The mitraclip delivery system (cds) was aligned at the valve when thrombus-like material was noted on the clip. Additional heparin was administered after the thrombus was identified. The cds was successfully retracted into the steerable guide catheter (sgc) without issue and the entire thrombus was removed with the cds. Two mitraclips were successfully implanted reducing the mr to 1-2+. There was no evidence of thrombus prior to the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the mitraclip devices were prepared with heparinized saline flush according to the device instructions for use. Continuous flushing was visualized while inserting the clip delivery system into the steerable guide catheter.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and there was no damage observed to the device. The clip arms were opened to the inverted position to examine the inner components, no damage was noted. Based on the returned device analysis, there is no indication of a product deficiency as the device functioned as intended. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.